Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 382544 batch no: unknown it was reported that when attempting to place an IV, catheter would not advance past the tip of the needle. Upon removing the IV rn noticed tip of plastic catheter was flayed out.

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 382544, batch no: unknown. It was reported that when attempting to place an IV, catheter would not advance past the tip of the needle. Upon removing the IV rn noticed tip of plastic catheter was flayed out.